Event description:
It was reported an evd transducer was leaking csf while the drain was open post procedure. While staff was draining evd, csf leakage was seen from the transducer. Device was exchanged to resolve the issue. Customer noted this is the third occurrence in the last month. Other complaints were opened for the previous events. Lot number for this device is unknown, but customer believes it could be either 63937470 or 63958028 due to current inventory. No patient injury reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation. 2 lot numbers were provided by customer. Lot number 63937470 has a manufacturing date of 04sept2021 and an expiration date of 04sept2023. Lot number 63958028 has a manufacturing date of 16sept21 and expiration date of 16sept23. UDI numbers are (B)(4). Respectively. A device history record review was completed for both lot numbers and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A product risk assessment was generated since this issue is a confirmed product nonconformance. Additionally, a CAPA was opened to identify the possible root cause of this condition. A conclusion is not available yet. Updates to the h6 codes are as follows investigation findings was changed to leakage seal and investigation conclusions was changed to conclusion not yet available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of leakage issue was confirmed. Leakage occurred at connection between dpt housing female luer and attached combicap. No visible defect or damage was observed from the dpt housing female luer and the combicap. Dpt housing female luer passed iso standard. It was noted that the combicap stopped at dpt housing and could not be further tightened. The length of dpt housing female luer was measured 0.2965 inches, which was within specification. The combicap was from no. 5 mold cavity. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.